Event description:
It was reported that (1) device was used during a hemorrhoidectomy. It was reported by the affiliate that the pph01 stapler was fired in the case. However, the device did not staple, but it did cut. As a consequence there was a lot of bleeding. The pt needed a unit of stored blood and everything had to be manually sutured. The procedure took a total of 3 hours to complete.